Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected number scrolling during testing. The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 500mg/dl and that the insulin pump had unresponsive keypad. Customer treated with spare insulin pump. Customer declined troubleshooting for high blood glucose. Customer was assisted with button error/keypad anomaly troubleshooting. Customer's blood glucose at the time of the call was 125mg/dl. Customer stated that the insulin pump number was scrolling while trying to bolus. Customer stated that time on the insulin clock advanced. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.